Event description:
This report is being filed due to recurrent mitral regurgitation. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with ischemic, post-infarction functional mitral regurgitation (mr) grade 4+, with leaflet tethering. One mitraclip was implanted, reducing the mr to grade 2+. There was no device deficiency. On (B)(6) 2022, a follow-up echocardiogram was performed. The mr had increase to moderate-severe and severe mr. As treatment, medications were provided. A device issue could not be determined. There was no device related tissue injury observed. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr) could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.